Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia repair, while suturing the peritoneum, the needle would not attach to the handle and just slipped out. When inserted into the patient cavity it fell off the endostitch. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.